Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately tortuous and moderately calcified anatomy resulting in the reported failure to advance and the reported difficult to remove. Manipulation and/or interaction with the moderately tortuous and moderately calcified anatomy ultimately resulted in the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and moderately calcified eccentric de novo lesion in the mid circumflex artery. A 3.5x38mm xience sierra stent delivery system (sds) failed to cross due to resistance with the anatomy. The sds was removed and resistance with the anatomy was felt. Once outside the patient it was noted that the stent strut was flared. The procedure was successfully completed with pre-dilatation and the deployment of a 3.5x33mm xience stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.